Event description:
Boston scientific received information that one week after the right atrial (ra) and left ventricular (lv) leads were implanted, a revision was scheduled as both leads dislodged. During the procedure, the lv lead was unable to be successfully repositioned due to high pacing thresholds, so the lead was explanted and replaced. The ra lead was also unable to be repositioned due to a blockage and the lead was explanted and replaced as well. When the ra, lv and the existing right ventricular (rv) lead were connected to this cardiac resynchronization therapy defibrillator (crt-d), there was no capture noted on the rv and lv leads. The crt-d was explanted and successfully replaced. No additional adverse patient effects were reported. The crt-d and ra lead will be returned for laboratory analysis. The lv lead will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.